Event description:
It was reported that the patient's implantable cardiac monitor exhibited undersensing. No programming changes were made. The patient status was unknown.

Manufacturer narrative:
The reported event of under-sensing was confirmed. Based on the information provided, the episodes were determined to be due to signal saturation. The cause for the signal saturation in the patient is undetermined but thought to be due to temporary loss of electrode contact no other anomalies found.